Event description:
Reporter indicated a patient had vns generator and lead explant surgery performed on (B)(6) 2012 due to infection. The patient was later reimplanted with a new vns generator and lead on (B)(6) 2012. The explanted vns generator and lead have been returned and are pending analysis. Attempts for further information are in progress.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.

Event description:
Product analysis was completed on the returned vns generator and lead. No anomalies were noted during the generator analysis and the generator performed per specifications. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device.

Event description:
Reporter indicated that the infection was attributed to the patient experiencing a grand mal seizure, which caused the wound to open up and an infection to develop at the generator and lead sites. The grand mal seizure was a normal seizure type for the patient. Wound cultures performed grew out non-reamolite diphtheroids. The patient did recover from the infection.